Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found. The set screw was loose/detached. Evaluation summary (B)(4): we did receive performance data collected from the device and have analyzed the data. (B)(4) review: no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device and right ventricular (rv) lead were removed due to the patient requiring radiotherapy. The ICD device and rv lead were to be reimplanted on the opposite side of the patient. When the ICD device was reimplanted the rv lead was unable to be attached to the superior vena cava (svc) device port due to a set screw issue. Therefore the ICD device was removed and replaced with a new device. No patient complications have been reported as a result of this event.